Event description:
Equashield luer lock adapter (male) leaked upon final manual flush of patient's port. Adapter had been accessed 4 times that day, 2 for chemo administration and once to flush the hub with ns after each chemo was finished. Adapter was on the proximal port of the huber needle setup. No leaking was noted during IV pump fluid or chemo administration, and no chemo was leaked due to manual flush after each administration.